Manufacturer narrative:
Analysis has not been completed. Device has been returned to the manufacturer and evaluation is underway. A supplemental report will be submitted on completion of device evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
Patient began to experience symptoms on (B)(6) 2017, six days after beginning use with the lens. After removing the lens the patient experienced pain and tearing of the right (od) eye. The patient sought medical treatment on (B)(6) 2016 and was diagnosed with acute conjunctivitis, a central corneal ulcer, and a hypopyon, all in the right (od) eye. The patient was prescribed a bandage lens and eyedrops to be used frequently. The patient was referred to the (B)(6) hospital for follow-up, she was seen at the hospital (B)(6) 2017. The patient alleges that she is still undergoing inpatient treatment at the hospital and has been prescribed a corneal transplant, this information has not been confirmed as additional medical documentation has not been provided. This complaint is being reported due to the central location of the corneal ulcer and unknown resolution. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Device involved in the event was not returned, product from the same manufactured lot returned to manufacturer for evaluation. Product evaluation has been completed and no defect or faults have been found. The association between coopervision lenses and the event is unconfirmed.